Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly and blank damage. Customer's blood glucose at time of incident was 97 mg/dl. Customer was assisted with rewind/fill tubing process and pump went blank. Customer stated pump did not exit the rewind successfully. Customer was advised that pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly, battery out limit alarm or any alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.